Event description:
It was reported that the device was used during an laparoscopic bariatric procedure. One week post op the patient is returning with irritation around the port site. Device was discard.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.